Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-ms 3 ambulatory infusion pump in use for pulmonary arterial hypertension displayed an error message that the line was blocked. It was reported that the patient stated that when they were loading the cartridge, they heard a pop. Per the reporter, the patient was able to switch to a backup pump and resume infusion with no issues. It was reported that medication was administered continuously via a subcutaneous route at 0.9% concentration and the dose or amount was 50 ng/kg/min. No adverse patient effects were reported.

Manufacturer narrative:
One cadd ms3 pump was returned for analysis in good condition. The device was returned for giving an error that the line is blocked. The customer's stated problem was verified. The pump was inspected and powered up, it alarmed error message due to downstream occlusion shattered. Further investigation of the pump and determined that the downstream occlusion assembly was defective and is the cause of the issue. The downstream occlusion assembly will be replaced to resolve the issue.